Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was received for analysis. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 2mm from the proximal end of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, a balloon ruptured occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous mid right coronary artery. A 8mm x 3.75mm nc quantum apex was inflated at 16 atmospheres, but the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status is good.